Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to device can. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage to the inner insulation.